Manufacturer narrative:
This catheter has not been returned for eval. If the catheter is returned and evaluated, a follow-up report will be submitted if it changes any of the info already provided in this report. The reserve sample evaluated performed to specification. The labeled rbp for this catheter is 2.5 atm and the sample catheter did not burst until 4.5 atm. The physician stated that they were using this catheter in a previously placed stent. There is a warning in the instructions for us provided that states "this catheter is not intended for redilation of stents".

Event description:
Balloon was used in the right pa in a previously implanted stent that had been implanted for some time. The balloon ruptured at 2.5 atm circumferentially. The balloon was not completely intact upon removal. Imaging was done and retrieval with a snare was attempted. An inflation device was used.